Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a bolus anomaly, and motor error alarm. Blood glucose at the time of incident was 249mg/dl. The customer states they feel the bolus are not recording in the history. The customer states her bolus was not recorded. Troubleshooting stated the bolus did record. Troubleshooting was not able to resolve the issue. The customer stated she was 98 with 54 carbs and the bolus did not show up in the history. The device will not be returned for analysis.